Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus field service engineer (fse) met with a nurse at the user facility and the fse found that the monitor with no image was actually turned off. The fse turned the monitor on and a image was present however, after about fifteen minutes the monitor was turned off and on again and there was no image. The fse advised the user facility representative to return the unit was evaluation and service but to date no device has been received. If the device is returned, a summary of the evaluation results will be provided in a supplemental report.

Event description:
The user facility reported that the device has no image. The reporter did not provide when the issue was discovered but no patient involvement was noted. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The device was returned to an olympus service center for evaluation, where it was determined that it had a faulty qb board. The cause of the board failure could not be determined. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.